Manufacturer narrative:
(B)(4).

Event description:
(B)(4). The dentist reported that 1 months after the dental implant was installed in intraoral region #2 it was verified its non osseointegration. Immediate load was not performed and patient presented bone type IV.